Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification, moderate tortuosity, and 80% stenosis in the left anterior descending artery. The lesion was pre-dilated with 2.5x8 mm unspecified balloon at 8 atmospheres. A 2.5x8 mm xience xpedition stent was then deployed. During the device (stent delivery system) removal, a check shot revealed that a dissection occurred at the distal end. A 2.5x8 mm des was implanted to treat the dissection. The results are very good with timi iii flow without any residual stenosis. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.